Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) evaluated the iabp and found condensation buildup inside the unit. To resolve the issue, the stm ran condensation removal and performed several manual autofills, after which no errors occurred. However, the stm also ran the system with balloon and trainer for several hours and no errors occurred. All functional and calibration checks were performed to factory specifications and the iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) presented autofill related issues. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.